Event description:
A (B)(6) gentleman with dx of squamous cell carcinoma of the larynx, stage iii in 2009. Pt had undergone chemo-radiation 2009-2010. Port-a-cath removed (B)(6) 2010 due to no longer being needed. Pt in for routine follow up xray in (B)(6) 2011 and 14.5 cm of catheter found remaining at pt's pulmonary artery. Pt denied chest pain, shortness of breath or any other symptoms related to the device. It was removed on (B)(6) 2011 with no known residual effects.